Event description:
It was reported by the surgeon, "had two locking screws not lock. May have been angled a bit much." No adverse consequences reported.

Manufacturer narrative:
Device will not be returned. If the device or add'l info becomes available, it will be reported on a supplemental report.